Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(6). Same patient as: 2134265-2009-02091 it was reported that post a coronary stenting treatment procedure, the patient experienced in-stent restenosis. The index procedure identified one lesion. The lesion was 90% stenosed, 2.75mm in diameter and 24mm long portion of the mid left anterior descending (lad). The physician treated the lesion with predilation using an unknown size balloon at 8 atms, and implanted a 2.75x28mm taxus express2 stent at 14 atms. No post-dilation was performed. Residual stenosis became 0% with timi 3 flow noted. The patient was discharged 5 days later. In (B)(6) 2008, a 6 months follow-up was performed. The patient had no anginal symptoms. In (B)(6) 2008, restenosis in the mid lad was confirmed. The lesion was 90% stenosis, 2.50mm in diameter and 20.0mm in length. A target vessel revascularization was performed 7 days later with the placement of an unknown size non-bsc stent. Residual stenosis was 0% with timi 3 flow noted. The procedure was successfully completed and the patient was discharged 2 days after the procedure. In feb 2009, a 1 year follow-up was performed. The patient had no anginal symptoms. In (B)(6) 2009, the patient experienced restenosis in the mid lad. A follow-up coronary angiogram was performed and revealed the lesion was 75% stenosed, 2.0mm in diameter and 15mm long. It was also found that the lesion located in the distal lad was 75% stenosed, 2.0mm in diameter and 20mm long. In (B)(6) 2009, the patient underwent a target vessel revascularization in the mid and distal lad. There were no ischemic symptoms noted at the event. The lesion located in the mid lad was dilated with an unknown balloon catheter. Residual stenosis was 0% with timi 3 flow noted. The lesion located in distal lad was treated with the placement of a 2.75x20mm taxus stent. Residual stenosis was 0% with timi 3 flow noted. No patient complications were reported and the patient's outcome is improved. At the 2 year follow up , in (B)(6) 2010, the patient had no angina symptoms.

Event description:
It was further reported that the lesion in the index procedure was a de novo lesion. Timi flow improved from 2 to 3 through the index procedure. The patient was discharged on byaspirin and plavix. In (B)(6) 2009, a lesion with reference vessel diameter of 2.00mm, length of 15.0mm, and visually 75% stenosis located in mid lad. Residual stenosis became visually 0%. Also, a lesion with reference vessel diameter of 2.00mm, length of 20.0mm, and visually 75% stenosis located in dist lad and was also treated. The patient was discharged 2 days later.